Manufacturer narrative:
Device evaluated by MFR.: the balloon was deflated, as-received. There was no evidence of any proximal bond anomalies or distal outer neckdown. A .018" guidewire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water; no issues were encountered during inflation. The device maintained rbp with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated within specification. Functional testing of inflation and deflation performance revealed no evidence of the alleged inflation difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon deflation issue occurred. Vascular access was obtained via the femoral artery. The target lesion was in the moderately tortuous aortic valve. The 6.0 x 40mm sterling otw balloon was inflated 1st at 6atms, but the lesion was not dilated enough. The balloon was inflated 2nd to 14atms. Upon deflation the physician felt as though the deflation speed was slow. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a balloon deflation issue occurred. Vascular access was obtained via the femoral artery. The target lesion was in the moderately tortuous aortic valve. The 6.0 x 40mm sterling otw balloon was inflated 1st at 6atms, but the lesion was not dilated enough. The balloon was inflated 2nd to 14atms. Upon deflation the physician felt as though the deflation speed was slow. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).